Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was attempted to no avail. Follow-up identified further reprogramming resolved the issue; however, it is uncertain if surgical intervention will be undertaken at a future date.

Event description:
Follow-up identified the patient underwent surgical intervention to explant the entire system.